Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had experienced an adverse event due to hypoglycemia. The patient answered "yes" to a question asked in online setting asking since your last assessment, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure? Outreach attempts were made to gather additional information regarding this potential adverse event, but at this time no additional information has been provided. If more specific information regarding this incident is provided, a supplemental report will be submitted.